Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "no air flowing" (insufficient flow or underinfusion). The surgeon reported that when system switched to air infusion there was no air-flow. The cassette was exchanged and the procedure was completed. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).